Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: immediately after the package was opened, when a nurse handed the device to a doctor, he felt something strange and confirmed the status of disengagement of device. It had not been used on the pt.